Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available. Device not returned not eval.

Event description:
Complaint# (B)(4). Error ref was displayed. The device was replaced with a back up.

Manufacturer narrative:
2019-12-02: new information received of the ssu: "the service territory manager states that the customer has taken the rotaflow involved in the incident out of service and is trading it in for cardiohelp replacements which have already been installed. No service report was generated due to customer decision on this unit." The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. The customer doesn't want to check the device.

Event description:
(B)(4). Err ref was displayed during patient treatment.